Manufacturer narrative:
Initial and final MDR (B)(4). Device 6 of 6. E1: patient city: (B)(6). Patient country: canada. Please note: this MDR is being submitted under unomedical's ongoing complaint remediation efforts associated with CAPA #1832980, which includes the retrospective review of complaints and the remediation of complaint records and MDR submissions for 2024-2025. Convatec will continue to track and monitor such complaints according to unomedical's complaint handling and CAPA procedures.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set leakage from 6 out of 10 infusion sets on (B)(6) 2024. The leakage was from the bottom that clips to the pump. The infusion set was in use for not a complete day. No further information is avaliable.